Event description:
It was reported that, patient had extreme pain. X-ray showed that the lag screw migrated into the pelvis. Revision surgery scheduled and performed.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.